Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the target refractive outcome was not achieved. On 15th january 2026, rayner received notification that the patient had undergone an additionla surgical procedure to correct/improve their refractive outcome. The patient underwent a yag. Explantation of the lens was also planned; however, intraoperatively it was determined that there was fibrosis and explantation was not deemed an appropriate course of action. The iol remains implanted. "Reduced vision" and "deviation from target refraction" are listed in the "adverse events" section of the rayone IFU. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a-constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. Our review of production records for the rayone galaxy toric rao615x batch 1042533561 showed that all manufacturing and quality checks were conducted with successful results. Rayner has been advised that this issue impacted the patient bilaterally, including the onset of fibrosis which could indicate some patient condition related condition as a possible contributory/causative factor; however, without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 17th october 2025, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a rayone galaxy toric rao615x. The event descriptiojn provided states that post-operatively the patient refractive outcome was not as expected. On 15th january 2025, rayner received additional information from the healthcare facility indicating that the patient had undergone additional surgical procedures to correct their refractive outcome. The event was re-assessed as reportable following receipt of this new information.